Manufacturer narrative:
This device (B)(4) (lot 14045696) is distributed outside the united states; however it is similar to the united states product (B)(4). Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The affiliate indicated that the hub of the cypher select plus stent was cracked when the syringe was attached. The stent is still mounted on the delivery system. There was no difficulty removing the product from the hoop. The device was not resterilized. The device was pulled out of the package as usual by the hub and the proximal part of the shaft. No anomalies were noted. The device was prepped according to IFU. The physician entered the device into the guiding catheter when the assistant realized the hub crack. So they immediately removed the device and used another one. The device was not in the artery.